Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite handpiece became hot during the procedure. A backup handpiece was used to complete the procedure. A minimal, "few minutes", delay was noted as a result and no impact to patient or surgical staff.

Manufacturer narrative:
A powermax elite motor drive unit, part number 72200616 was received on february 25, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a blade stall error message and heating of the hand piece was observed. A visual inspection identified that the gearbox assembly was corroded and preventing the rotating assembly from turning. A review of the manufacturing records show the device was released to distribution on or about april 24, 2013 and has been in service for approximately 2.5 years. The root cause of this event was identified to be associated with a corroded gearbox. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. Device returned for evaluation on 25 feb. 2016. (B)(4).